Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4)

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, diopter -12.5 into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018, the lens was exchanged for a longer lens due to low vault. The problem is resolved.

Manufacturer narrative:
Device evaluation: the lens was returned in liquid in the lens case/vial. Visual inspection found no visible damage to the lens. Claim# (B)(4).